Event description:
Reporting status: malfunction. Reporting rationale: mislabeling may impact device tracking. Device issue: mislabeled. It was reported that this occurred at the abbott vascular thailand office, during scrapping referring to the des expired material & disposal procedure. During the process, the unit (already expired referring to the carton label exp date, 09/09/2008) was unpacked in order to cut off the tip according to the procedure. It was found that the stent delivery system was packed in a plastic pouch which was packed in two aluminum pouches. The inner pouch was labeled 'xv 4.0x18mm' and the outer pouch was labeled 'xv 4.0x23mm'. Outer carton of the unit had a label which was corresponding to the inner pouch 'xv 4.0x18mm'. The unit had undergone the scrapping process. Additional information states, that it was not noticed if the outer foil pouch was sealed; however, both the inner pouch and the tyvek pouch was sealed. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the two foil pouches were returned. The outer foil pouch was returned labeled rx xience 4.0 x 23 mm, part number 1009531-23, lot number 7073141. The inner foil pouch was labeled rx xience 4.0 x 18 mm, pat number 1009531-18, lot number 7073041. The top portion of both foil pouches were torn off and not returned. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.